Event description:
It was reported the patient first had their system implanted 18 years ago and kept it ¿updated and fixed¿ until 3 years ago. It was reported, the patient had ¿the front battery pack completely redone.¿ it was stated, the patient had their ¿wiring¿ replaced because, it was 15 years old. It was reported the implantable neurostimulator replacements were due to normal battery depletion.

Event description:
Additional information reported the patient still had concerns with her device or therapy and had not sought further help at the time of follow-up. The patient reported their leads remained implanted at the time of follow-up and that they were ¿15 plus years old¿ and that their ¿batteries were new.¿

Manufacturer narrative:
Product ID 3487a lot# l76425, implanted: 2001 (B)(6) product type lead product ID 3888-28 lot# l44792a, implanted: 1997 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 1997 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3487a lot# l76425, implanted: 2001 (B)(6); product type lead product ID 3888-28 lot# l44792a, implanted: 1997 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 1997 (B)(6); product type extension. (B)(4).